Manufacturer narrative:
This report is submitted on june 09, 2023.

Event description:
Per the clinic, short circuits were noted on 7 electrodes. The device was explanted on (B)(6) 2023, and the recipient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.